Event description:
The customer reported that the device shutdown unexpectedly while in use on a pt. There was no report of negative pt impact.

Manufacturer narrative:
The customer reported that the device shut down unexpectedly while in use on a pt. There was no negative pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completed of the investigation.